Event description:
This report summarizes 177 malfunction events in which the device reportedly overheated. - 156 events had no patient involvement; no patient impact. - 20 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 177 events were reported for this quarter. Product return status 1 device was received. 1 device was not available for evaluation. 175 devices were evaluated based on historical data analysis. Additional information 177 devices were not labeled for single-use. 177 devices were not reprocessed or reused.